Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that his blood glucose was 500 mg/dl. The patient treated via manual insulin injection. The patient's blood glucose at the time of call was 310 mg/dl. The customer stated that the insulin pump may have been under-delivering. During troubleshooting the customer verified that his device settings were correct. The insulin pump was able to prime as well. The customer declined to check their site or perform a high pressure test. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed functional testing including operating currents measurement, self-test, unexpected restart error test, displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump was programmed with multiple boluses and all registered properly in the daily totals history and also matched properly with the units left on the status screen noted. No under bolus delivery anomaly noted. The insulin pump passed the displacement accuracy test. The insulin pump had minor scratched display window.